Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had an insufficient bending angle. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign matter was found in the nozzle and foreign material came out of the forceps channel tube, and foreign material on the plastic distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to a pinhole on the channel tube the water tightness was lost, due to a dent on the channel tube the forceps could not be inserted smoothly, due to damage on the charged coupled device unit the image had linear scratches, the connecting tube has a wrinkle and a dent, the connecting tube has discoloration and buckling, the adhesive around the light guide lens was peeled, the light guide lens had a chip, the adhesive around the objective lens was peeled, the protector of the universal cord on the scope connector side had a scratch, the universal cord had buckling, the universal cord was sticky, the light guide bundle was slipping down, due to slipping-out of the light guide bundle the illumination was poor, the electrical connector was dirty and had corrosion due to water leakage, due to corrosion on the electrical connector a noise image occurred, the scope connector was dirty due to water leakage, the suction cover was dirty due to water leakage, the control unit was dirty due to water leakage, the adhesive on the bending section cover rubber had white-clouded area, the adhesive on the bending section cover rubber had a crack, the adhesive on the bending section cover rubber had a chip, the bending section cover rubber had a scratch, due to wear of the angle wire the play of the up/down knob was out of the standard value, and switch 1 did not work due to corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has healthcare professional mistakenly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested events in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested events in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.